Event description:
It was reported that this right ventricular lead was surgically abandoned due to a unknown reason. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.